Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, and it was reported the patient had asked for sutures instead of glue. They glued it and it would not close or heal and the patient went septic after 50 days and that put them into multi organ failure. It was reported then they gave the patient the wrong medication and took 140 days to remove the pump, but they took the whole system out. It was noted the patient kept telling them it wasn't closing, and they thought I was somatic. It was reported the patient¿s kidneys were back to normal, but the congestive heart failure was permanent. It was noted the patient lived in compression garments due to the edema and congestive heart failure. They also overdosed me on vancomycin. They never cleared the infection so it erupted on (B)(6) 2023 or (B)(6) 2023, ¿like puss - and you could physically see the pump through the unclosed glue¿. It was noted the patient kept the care team updated and their response was "oh we'll be at the hospital, and it was three days¿. The patient went to the emergency (ER) and was admitted. The doctor put the new pump in, and we waited extra-long to make sure it healed. It healed before the patient ¿s follow up appt. The neurosurgeon told the patient that they had so much scar tissue, so it adhered to everything ¿ ¿so he didn't have a lot of places to go but he did a miracle for me. It healed perfectly¿. I went from needing like a 30 - or 31 inches of line due to having so much edema and scar tissue, but now my measurement is 17.5 inches, regarding the catheter. It was reported the patient¿s weight was back to what it was before all of this. The patient did need plastic reconstructive surgery to fix my old incision that never healed. It was reported this had all been so traumatic. The patient had the pump refilled and pain management did not know the patient was on the myptm. It was noted early october was when the patient started using the external equipment with this new implanted pump. It was also reported the company representative (rep) was there for the install and got the patient through the withdrawals.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The patient¿s medical history included 18 major joint surgeries (12 having been in the last 6 years); cotton mouth from their bumax medication that they took for edema; genetic issues (¿classical ehlers-danlos syndrome - I'm hypermobile and I can dislocate all my joints - basically all my joints are fake and have been rebuilt¿); and ¿hyper spasms¿. The indication for pump use was non-malignant pain. The patient reported that their pump wasn¿t put in correctly/it wasn¿t closed up correctly, so they had to replace it. The patient explained that initially they were ¿allergic to the surgical glue (and quite a few other things) ¿ dermabond¿. Per the patient, they put in extra sutures and ¿decided lidocaine works for everyone, so because of that, I have post-kidney failure, which put me into heart failure¿, so it never healed, and it eventually split open, and they ¿went septic for 5 months¿. Per the patient, they took the glue off at 2 weeks and weren¿t concerned if it was ready to be taken off or not. The patient was in the hospital for 2 weeks and per the patient, it took that long to figure out what they had. The patient stated, ¿I sent pictures of the csf leak¿, but nothing was done about it. Per the patient, ¿they overdosed me on vancomycin - the day after thanksgiving - was in hospital for 50-51 days¿. The patient stated they were on IV (intravenous) antibiotics for 3 weeks, then 21 days of antibiotics in the hospital, then another 7 days of IV antibiotics at home along with having home health and follow-up with an infection disease healthcare provider. The patient stated, ¿they did the cleanout, found the sepsis, took the pump out, and filled in the gaping hole¿. On (B)(6), they were going to implant a new pump on the patient¿s left due to the scar tissue on the right side. While waiting for the surgery, the patient asked if the new pump had to ¿be this low and this far over because when I sit down, it leans over and tries to pop out¿. After a discussion wi th the neurosurgeon that surgery was canceled. Then on (B)(6) 2023, a different neurosurgeon implanted a new pump which went ¿perfectly¿.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 08-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported the pump was removed in (B)(6) 2023. It was noted the patient was hospitalized on (B)(6) 2023 and the pump was removed the following tuesday. It was reported the patient knew she was septic prior to that. It was also reported the patient was 6'1 and her recorded weight was 118 but she did not think this accurate due to being fully clothed and laying on a bed (and had other things on the bed at the time) and was also carrying about 20kg of fluid.